Manufacturer narrative:
Zoll has not received the auto pulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient use, the auto pulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No additional information was provided. No known impact or consequence to patient information was provided.